Event description:
Boston scientific received information that this left ventricular (lv) lead pulled back. A procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.